Manufacturer narrative:
This report is submitted on february 28, 2023.

Manufacturer narrative:
This report is submitted on january 25, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.